Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H11: the actual device and photographs were received for evaluation. Visual inspection of the actual sample and photographs was performed which revealed a dark fiber inside the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had contamination in the pipe (tubing). This was observed during inspection. There was no patient involvement. No additional information is available.